Event description:
Procedure type: stress urinary incontinence. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Align s urethral support system was reported to be used/ implanted during this procedure.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has required additional surgical interventions. Per additional information received, the patient has experienced dyspareunia, exposed vaginal mesh, vaginal, introital stenosis, pain, scarred narrowed introitus (scarring), adhesions, mesh erosion, blood loss and additional surgical interventions.